Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system got "stuck around patient during procedure. Got patient out and continued. Still having issues." The radiation technician was able to press a button and smoothly open the imaging system to get the patient out. The site was unable to reboot since the procedure. The system keeps beeping when turned on. Surgical delay and patient impact unknown. Additional information was received. There was a thirty minute surgical delay and no known impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138, h3) the manufacturer representative (rep) went to the site to test the imaging system. The site reported a problem opening the door. The rep tested the door function and found no issues. Unable to duplicate reported issue. System checkout performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.